Event description:
Ous MDR - it was reported that after an implantation time of 50 months, the patient received inappropriate shocks. The shock therapy was deactivated. A lead revision was scheduled for the (B)(6). Biotronik has no information about the result of revision.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The follow-up data from the (B)(6) 2018 were investigated. No iegms were available and thus the reported noise on the rv channel was not elusive with the provided data. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.